Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) of the emboguard devices cautions users against advancing or withdrawing the catheter or dilator against resistance without careful assessment of the cause of resistance using fluoroscopy. If cause cannot be determined, withdraw the catheter/dilator while exercising caution. Movement against resistance may result in damage to vessel or catheter/dilator, e.g. Kinking, or cause patient injury. Additionally, if the emboguard catheter becomes severely kinked, users are instructed to withdraw the entire system, (i.e. Emboguard catheter, intermediate catheter, guidewire, etc.). Use of a damaged device may result in vessel injury. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a mechanical thrombectomy procedure to treat an acute ischemic stroke (ais), an emboguard 87, 95 cm (product code: bg8795u, lot number: 10140061) was prepared in accordance with the instructions for use (IFU) and used as a balloon guide catheter. During use, kinking occurred when the inner device was withdrawn, so the emboguard was replaced with another new balloon guide catheter (bgc) and the procedure was resumed. The procedure was completed successfully. There was no negative impact to the patient. Location of the catheter tip was the common carotid artery (cca). A continuous flush was done. Additional event information received on 15-apr-2026 indicated that there was no patient injury.